Event description:
It was reported the programmer, that just got back from repair, was turned on and an error code displayed. The power was cycled and the error was gone. Programmer remains in use. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.